Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified subclavian artery. A 5.0 x 20 mm nc trek balloon catheter was advanced over a ht floppy guide wire. The balloon was inflated 4 times to 16 atmospheres; however, on the fifth inflation, the balloon would not deflate. The catheter was pulled into the aorta and was intentionally ruptured. The catheter was pulled with a lot of force to remove the catheter and it caught on a stent that was implanted in the iliac and the shaft of the nc trek separated. A snare device was used to remove the separated portion along with the guide wire. When removed from the anatomy the guide wire tip coils were stretched; however, the guide wire was not separated. The hub also separated from the shaft of the catheter during the removal attempt. A .035" guide wire and stent were advanced to continue the procedure. There was a clinically significant delay in the procedure. Patient was fine after the use of the nc trek. No additional information was provided

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separations were confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: the nc trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. The investigation was unable to determine a conclusive cause for the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.